Event description:
It was reported that medfusion 4000 pump, will not communicate with (B)(6). No patient injury reported.

Manufacturer narrative:
Corrected data: please disregard the initial report submitted with the MFR 3012307300-2022-04441. The report was submitted in error.